Event description:
The device was returned and its evaluation has been completed. There was no damage to the device and it was unremarkable. The slider handle was retracted 5mm. The bare spring of the stent graft was exposed 7mm and riding over the taper tip, likely the result of partial deployment and then re-seating of the tip into the graft cover. During evaluation the slider handle was rotated in an attempt to deploy the graft. Although the handle rotated easily without resistance the graft cover was not moving. Upon visual inspection the bond between the graft cover and the t-tube was broken. There was irregularity noted at most proximal end of the graft cover which appeared to be part of the graft cover that had folded over on itself creating extra thick wall. The hub cap and o-ring were found displaced due insufficient glue around the od of the hub cap. The cause was determined to be related to a vendor supplied part where the over-mold process failed between the graft cover and the t-tube components causing the graft cover to break off. Please note that this model number tf3838c200x is not approved in the united states; however, it is similar to the (B)(4) which is approved in the united states.

Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic dissection. Aneurysm and vessel morphology were not reported. It was reported that attempts to deploy the stent graft by rotating the blue portion of the handle shaft the stent graft would not deploy. The device was removed from the patient without any further issues. Another device was used to successfully complete the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
This supplemental report is being filed to provide FDA a notice of a customer notification carried out outside of the united states for deployment difficulties related to t-tube bond failures of the valiant xcelerant delivery system. These devices used as a configuration of parts that was never commercialized in the united states.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (deployment difficulty), lack of information (unknown cause of event). Evaluation, conclusion: lack of information (unknown cause of event).